Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10319. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman® access system (was) was positioned in the laa and a 30mm watchman® aaa closure device & delivery system (wds) was advanced and successfully deployed. Shortly after the conclusion of the procedure, approximately 10-15 minutes, the patient experienced a drop in blood pressure which led to the discovery of a pericardial effusion. Imaging was performed before and during the procedure to check for effusions. Pericardiocentesis was performed. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the closure device moved during release from the core wire, however, it was still attached to the wire when it moved. The movement was very minimal and it the device moved back into its original position once fully released. The original release criteria was unchanged. It was also noted there was no reason to believe this had anything to do with the pericardial effusion.